Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/04/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 09/30/2018. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.